Event description:
It was reported that the pump eroded through the skin and became infected. The erosion began several days prior to the report. The patient presented to the emergency room (ER) on the day of the report. The healthcare provider (hcp) decided to remove the entire system. The primary infection site was stated to be the pump pocket. The patient¿s status at the time of the event was said to be alive and no injury. There were no patient symptoms or complications associated with the event. The pump was used to deliver baclofen (unknown, device implant query lists the drug as lioresal). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).